Manufacturer narrative:
The samples were sera in green-top primary tubes. The serum indices were normal. Qc was within the established ranges. On (B)(4) 2010, a bci field service engineer (fse) replaced the stirrer and sample wash collar. The fse performed performance verification test and it failed due to carryover. The fse corrected the alignments and cleaned probes. The problem was resolved. The root cause for this event has not been determined to date.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously low total bilirubin (tbil) results generated by unicel dxc 800 pro synchron chemistry analyzer. The results were not reported out of the laboratory. Subsequent testing on an alternate analyzer produced higher results. There was no effect to patients or user.